Manufacturer narrative:
Investigation summary: an identification problem was reported on a phoenix m100 instrument (p/n 448100, s/n (B)(6)). A bd field service engineer (fse) was dispatched to investigate. The fse tested the plot scan and it passed and test set pots were passed and the test normalizer cv was passed and test filter panel passed and there was no error message. The device complies with bd requirements. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history is not necessary due to the age of the instrument. Service history for px1348 was reviewed and revealed no previous complaints related to identification issue. The root cause is unable to be determined. Did a new source adjustment. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while testing with bd phoenix¿ automated microbiology system there was a misidentification of organism. There was no report of patient impact.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd phoenix¿ automated microbiology system there was a misidentification of organism. There was no report of patient impact.